Manufacturer narrative:
The reported issue that the device smoked and iui melted was confirmed. Physical inspection of the device noted thermal damage at the iui connection. Log analysis shows three pump modules were actively infusing on the date (B)(6) 2020 when at the time of 5:56pm a ¿channel disconnected¿ alarm occurred with the pcu and the power to all three modules had been interrupted. The error codes 120.4410.0 and 120.4370.5 were recorded in the pcu error log at 5:57pm. The above events are believed to be when the thermal activity at the iui connection was occurring. Ambulatory testing replicated the ¿channel disconnect¿ alarm with the channel c (sn (B)(4)) losing power. Resistance measuring found the thermally damaged pins 1 and 2 shorted on the left iui connector from pump module (sn (B)(4)). Temporary replacement of the thermally damaged iui connector resolved the ¿channel disconnect¿ alarm issue and no observations of thermal activity were observed. The proximate cause of the report that the device smoked and iui melted is the left iui connector from pump module sn (B)(4), having a shorted connection at pins 1 and 2. The root cause for the presence of a short within the left iui connector was not identified; however the body of the part was found to have dried fluid residue around it.

Event description:
It was reported that the device smoked and iui melted. The device was connected to the patient at the time but there was no patient harm. Although requested, no additional event and/or patient information was provided.

Manufacturer narrative:
Device history review: review of the sn (B)(4) service history record showed the device had a manufacture date of 17aug2010. A review of the device service history record was performed beginning from the date of manufacture to the present date 04mar2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
The event occurred at the obstetric and gynecology (ob/gyn) unit.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device smoked and iui melted. The device was connected to the patient at the time but there was no patient harm. Although requested, no additional event and/or patient information was provided.